Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the updated information from the completed investigation. Updated fields: h2, h6, h11 the following additional reportable malfunctions were identified during the device evaluation: noisy image and out of focus image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged charged coupled device unit. The most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: sticky universal cord. A root cause could not be identified. Based on the results of the investigation the most probable cause of b30 scope communication error was not determined. The most probable cause of sticky universal cord was not established either. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a b30 scope communication error. The issue was identified during inspection for use. There were no reports of patient involvement.